Manufacturer narrative:
A ge representative evaluated the system and restrapped the input power transformer. System operates as intended.

Event description:
Customer reported a data error was displayed. No patient injury was reported.